Event description:
Info received indicates the casters continue to swivel when in brake.

Manufacturer narrative:
The tech replaced the caster stems and horns and used a link kit to repair the stretcher.